Event description:
Surgeon was attempting to use the device. Device failed to activate. Generator did not display an error message. Nurse and surgeon checked everything, including the cord. Cord was changed; device still did not work.they then attempted to activate another similar device; that one activated properly. Surgeon and nurse are both experienced with this type of device.